Manufacturer narrative:
The reported event of device had air-in-line alarm failure issue was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 30may2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.

Event description:
It was reported that when the nurse went to take platelets down she noticed that the IV (intravenous) maintenance fluid was infusing fluids with large bubbles. Every inch or so was an inch long bubble that had reached the patient. The IV equipment was not alarming air-in-line. The nurse was unaware how long the patient was receiving fluids with bubbles. After correcting the situation, the nurse noted the patient had no complaints and vitals were stable.

Manufacturer narrative:
The root cause of this failure was not identified. Although requested, patient information was not provided. No device will be returned per customer.

Event description:
It was reported that when the nurse went to take platelets down she noticed that the IV (intravenous) maintenance fluid was infusing fluids with large bubbles. Every inch or so was an inch long bubble that had reached the patient. The IV equipment was not alarming air-in-line. The nurse was unaware how long the patient was receiving fluids with bubbles. After correcting the situation, the nurse noted the patient had no complaints and vitals were stable.